Event description:
It was reported that during a myocardial revascularization procedure involving the sutures, there were multiple malfunctions where the suture entangled, broke, and the needle detached. It was noted that more than one defective device was involved in the same event with the same patient. To resolve the issue, four sutures were required. The event occurred at a facility in (B)(6), colombia. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional information: a1, b5, g3 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant products: vpf-702-x, vpf-702-x surgipro*ii 7-0blu 60cm cvf1da (lot#: d3j3068y), vpf-702-x, vpf-702-x surgipro*ii 7-0blu 60cm cvf1da (lot#: d3j3068y), vpf-702-x, vpf-702-x surgipro*ii 7-0blu 60cm cvf1da (lot#: d3j3068y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the sutures, there were multiple malfunctions where the suture entangled, broke, and the needle detached. It was noted that more than one defective device was involved in the same event with the same patient. To resolve the issue, four sutures were required. The event occurred at a facility in (B)(6). No patient complications have been reported as a result of this event.